Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing underfill. The following has been provided by the initial reporter: this is a report about an underfilled tube. According to the customer's report, the tube didn't draw enough volume of blood, which resulted in the failure of blood collection.

Manufacturer narrative:
PMA/510(k)#: k023331 / bk050036. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-28. H6: investigation summary: bd japan received a used sample and seven (7) photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer sample along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. The used sample underwent 'redraw' functional testing and continued to fill to the appropriate volume. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing underfill. The following has been provided by the initial reporter: this is a report about an underfilled tube. According to the customer's report, the tube didn't draw enough volume of blood, which resulted in the failure of blood collection.